Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient experienced severe blurry vision, residual hyperopia and refractive surprise. The iol was exchanged for another lens model 8 days following the initial implant procedure. Additional information has been requested.